Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found the battery springs are bent inside the battery compartment. The pin 1 in the rj-11 receptacle is lower than the rest of the pins. Further inspection found that the alarm's speaker is not working properly. The alarm does power on and has sound when it should but the volume is low even when set to maximum volume. There is adhesive residue on the battery case. Manufacturer references file # (B)(4).

Event description:
The customer reported that the alarm has power but the alarm sounds very low when using the magnet pull cord. No visible damage to the outside of the alarm. There was no patient injury reported. Inspection of the returned product found that the alarm has a bad speaker and the battery springs are bent.